Event description:
Caller reports patient tested 2.5 inr on the coagucheck xs system and 1.9 inr on a comparison laboratory. No action taken based on device result. No adverse event reported. Requested return of suspect system and replacement sent.